Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump went into threshold suspend when their blood glucose level was not low. Customer's blood glucose level was 291 mg/dl but their sensor glucose reading was 75 mg/dl. The device was not returned.